Event description:
A caregiver (parent) reported a low readings issue with the adc device. The customer reported low sensor readings and the customer had symptoms of vomiting, abdominal pain, and fever. The customer was taken to hospital where they were diagnosed with diabetic ketoacidosis and hospitalized. The customer was treated with insulin (dose/type unknown), serum, and other unspecified drugs. Healthcare meter results 270 mg/dl, 117 mg/dl, and 128 mg/dl and sensor readings of 152 mg/dl and 'lo' (< 40 mg/dl) were reported, with unspecified timing of results. The customer was still in hospital and time of report. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.